Event description:
The customer reported the device will intermittently stop reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device will intermittently stop reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. Visual inspection found the bloated battery was causing the battery cover to push out of place, resulting in the device unable to dock to the root device. The device was able to obtain measurements and the alarm limits were functional both audibly and visually and no intermittent readings were observed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.